Manufacturer narrative:
Analysis of lead model 3889-28 lot # va20pjt showed that the distal end of the lead was bent. Electrical testing showed the continuity was complete and no electrical shorts were seen between the circuits. The lead device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported that the lead was placed on the left side however they were not able to get any motor or sensory response on any electrodes. The live fluoroscopy showed that the tip of the lead was hitting something because it was curling up. The healthcare professional (hcp) reloaded the lead trying to steer it to the correct position but after testing again multiple times, hcp decided to try the left side. Upon loading the lead into the introducer hcp noticed there was blood inside the lead. At that point hcp realized it was broken after electrode 0. A new lead was loaded and all correct sensory and motor responses were achieved. Lead will be returned back to medtronic. No further complications were reported or anticipated.